Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of the previous investigation has not changed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: part #00223200418 lot #64201775. Part #00223200418 lot #64208909. Part #00223200418 lot #6428909. Part #650-1067 lot #2954556. Part #00223200418 lot #63796066. Part #11-303015 lot #316650. Part #650-1057 lot #2958840. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was previously submitted on incorrect MFR on 0001825034 - 2020 - 00872.

Event description:
It was reported that a patient underwent an initial hip surgery approximately 11 months ago, and was revised one month later due to fall, femur fracture and stem subsiding. Surgeon used beta-bsm as a bone graft substitute in the first revision. A second revision was performed approximately six months after due to dislocation and delayed healing of previous fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. A review of complaint history found no additional related issues for this item and the reported item and lot combination. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.